Manufacturer narrative:
A medtronic representative performed a system checkout. O-arm took 2d and 3d images at startup. Performed multiple startup and shutdowns with subsequent 2d and 3d images performed. The system passed all software, hardware and instrument testing. No fault found. System performed properly. Unable to replicate reported event.

Event description:
A medtronic representative reported that the site was unable to take a 2d or 3d spin with the o-arm during a spinal fusion surgery. They were able to move gantry, open/close the doors, and drive the system, but were unable to take x-ray. Navigation and o-arm imaging were discontinued after a delay of less than an hour. They completed the case using a c-arm instead. No harm to the patient.